Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 15 mg/dl at the time of the incident. The customer was at 476 mg/dl at the time of the call. The customer was given liquid glucose to treat. The customer experienced symptoms such as wallowing all over the floor and being incoherent. The customer was wearing the insulin pump during the incident. The customer has been without the pump since the low incident. The customer states they were using slow acting insulin in the pump. Troubleshooting was completed. The insulin pump will be returned for analysis.